Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 450 mg/dl. The elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin delivery.